Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited intermittent under-sensing. No intervention was performed. The patient's health status was unknown.